Manufacturer narrative:
Exact date unknown, event occured in (B)(6) 2019. Explant date: (B)(6) 2019. Additional suspect medical device component involved in the event: product family:scs-linear leads, upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch:13661060. Additional suspect medical device component involved in the event: product family:scs-linear leads, upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: 13735953.

Event description:
It was reported that the patient developed infection. The location, symptoms and cause of infection were unknown. All device components were explanted and will not be returned. No further information has been obtained despite good faith effort.